Manufacturer narrative:
Batch review performed on 18 june 2026 gmk-sphere 02.12.e0510fr gmk-sphere tibial insert e-cross - flex 5r - 10mm (k202022) lot 2600964: (B)(4)items manufactured and released on 16-feb-2026. Expiration date: 01-feb-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about one week from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the flex 5r - 10mm insert for a same size insert. The surgery was completed successfully.